Manufacturer narrative:
(B)(4)

Event description:
Information was reported by a healthcare professional (hcp) via a company representative regarding a patient receiving an unknown drug from an implanted pump. The indication for use is post lumbar laminectomy and spinal pain. The rep reported that on 2015-(B)(6) they were notified that the patient had a lack of therapy and withdrawal symptoms including nausea and not feeling well. On 2015-(B)(6) the hcp attempted a catheter access port (cap) dye study and was unable to aspirate fluid from the cap. It was reported that the patient had been scheduled for a possible catheter revision on 2015-(B)(6). Further follow up was done to determine the drug information, the outcome of the catheter revision, and the cause of the event.

Event description:
Additional information was reported by the rep on (B)(6) 2016. The catheter was revised. The cause of the inability to aspirate the catheter was not determined.